Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported catheter stuck on guidewire. The physician selected the use of an angiojet zelantedvt thrombectomy catheter for use in the iliac. During removal of the devices, upon completion of the procedure, the catheter got stuck on the non bsc guidewire. They had to pull the sheath and the wire and the catheter out at the same time. No complications were reported and the patient status was okay.